Manufacturer narrative:
Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The most probable cause for an upstream occlusion (uso) alarm is the uso sensor.the reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed an upstream occlusion, however no occlusion was noted. No patient injury was reported.